Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and subsequently diagnosed with fungal peritonitis. The patient was treated IV antifungal medication (typ, dose and frequency unknown). The patient¿s catheter was removed and the patient transferred to hemodialysis. The patient received physical and occupational therapy. The patient was discharged 26 days later. The patient continued hemodialysis therapy.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. The patient was undergoing peritoneal membrane assessment with dialysate testing when the patient¿s dialysis effluent appeared cloudy on first drain following nocturnal treatment and after reinfusion. Effluent sample was sent for cultures and the patient was empirically placed on peritoneal vancomycin (dose and frequency unknown) for cloudy effluent. The patient went to the emergency room for worsening abdominal pain, bloating and dry heaves. The patient presented with fever and the initial peritoneal dialysis fluid sample showed fungi elements. Further cultures were sent to reference lab on and the patient was placed on antifungal medications. Abdominal pain was eased with analgesics and fever resolved. Based on the available information, it is not possible to determine the source of the fungal infection. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the fungal peritonitis event.